Manufacturer narrative:
On (B)(6) 2017, tandem clinical diabetes specialist reported that the customer was changing the type of infusion set used and on (B)(6) 2017 the occlusion issue was reported as being resolved. . No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The cause of the occlusions was not known. The customer's blood glucose level was 452 mg/dl at its highest. Boluses via the pump, insulin injections or pump supply change were used to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.